Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that it was not possible to insert the competitive lead into the implantable cardioverter defibrillator (ICD) during implant. The physician elected to use to a different lead and the device remains in use. No patient complications have been reported as a result of this event.